Event description:
A patient reported that she received her first treament on 04/19/97 into the lips, crow's feet, nasolabial folds and under the eyes. Immediately after the procedure, the patient observed lumps of collagen under the eyes. All other treatment sites were asymptomatic. On 05/21/1997 and 05/24/1997, the physician injected the affected area under the eyes witn an anesthetic and attempted to express the collagen material from the area. The patient stated that this was somewhat successful, but some lumps persisted on 06/02/1997.